Manufacturer narrative:
(B)(4). Batch # r59g7g. Investigation summary: the analysis results found that the cdh29a device arrived with no apparent damage. In addition, one unformed staple was received inside of a plastic bag. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however, the washer and knife were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device, and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The damage on the washer and knife is consistent with the device being fired over an already existing staple line, hard object, or thicker tissue than indicated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: procedure : colorectal anastomosis. Can you please clarify what was meant by, ¿staple function was locked¿? The anvil was tight at the maximum, the surgeon was able to do the section of the tissues with the circular knife but the anastomosis with the staples was not done (the staples did not come out and not played their role) ... All happened normally except for staples were the open staples deployed into tissue or still in the device housing? In the pelvis of the patient. What healthcare professional fired the device and what is his/her experience with the device? Always use a cdh for colorectal anastomosis since 4 years (between 30 and 40 procedures per years). Where in the green gap setting scale was the indicator located prior to firing? Yes, he always make the maximum tightening. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, the professional prefers to wait 30 seconds. Was the device difficult to close? No. Was the device difficult to fire? Yes. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, they was regular and normal was a complete transection of the white, plastic washer confirmed? Yes. Were there any issues removing the device? What is the current status of the patient? The patient is fine but had to have a stoma when it was not planned.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What surgical procedure was being performed? Can you please clarify what was meant by, ¿staple function was locked¿? Were the open staples deployed into tissue or still in the device housing? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white, plastic washer confirmed? Were there any issues removing the device? What is the current status of the patient?

Event description:
It was reported that during a terminal termino-anastomosis, the device had cut but could not staple. The staple function was locked. When the surgeon unlocked the device, the staplers (stayed in open position) were fallen into the patient stomach. The staplers were retrieved from the patient. Then, a lateral terminal anastomosis was performed with another device in order to make an incision in the patient stomach. Finally, a stoma was performed to allow the wound healing of the patient anus.